Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose at the time of incident was 45 mg/dl and the current blood glucose level was 55 mg/dl. The customer's other blood glucose level was 71, 112 mg/dl. The customer was treated with glucose. The customer refused the troubleshooting for the low blood glucose. The device will not be returned for analysis.